Event description:
On 11/09/09, during device evaluation by baxter-(B) (4) the stop key on a colleague single channel volumetric pump (B) (4), was found to be intermittently functioning. No patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software (B) (4) categorized as unremediated.

Manufacturer narrative:
Evaluation summary:the reported condition of intermittently functioning stop key was confirmed through evaluation. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report.(B) (4)